Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to unknown reasons. Per the operative report, in 2009 (after the mitral valve repair surgery), the patient was transferred to the cardiovascular surgical intensive care unit in stable condition.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we received a copy of the operative report. No further details regarding the patient's death were provided. A device history record review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.